Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported via a post market complaint survey that the patient experienced a cgm accuracy issue. On (B)(6) 2024, the patient¿s cgm was providing a high reading (no specific value was provided). No bg meter comparison was taken. The patient self-treated with insulin. However, despite treatment, the cgm device¿s readings continued to rise. The patient again treated with more insulin. Although the patient did not take a bg meter comparison during this time, he was alleging a cgm inaccuracy. At an unspecified time later, the patient reported having a hypoglycemic event due to overtreating the alleged high bias cgm inaccuracies he experienced earlier in the day. The patient was hallucinating, feeling unsteady, and could not keep his balance. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 22 mg/dl or 28 mg/dl (the patient could not recall). His cgm comparison value could not be recalled, but the patient stated it was inaccurate. The patient was treated with IV glucose. Ems was with the patient for approximately and hour and a half until his bg level stabilized. There was no documentation that the patient was taken to the emergency room. The patient felt better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.